Event description:
It was reported that noise, high impedance and the inability to capture were observed post implant. A check performed the same afternoon confirmed high impedance and loss of ventricular sensing. The pocket was reopened the next day and the ventricular sense/pace setscrew was found to be loose. The setscrew was tightened and all values were normal.